Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2011 a computed tomography (CT) scan of the abdomen revealed that the greenfield vena cava filter was intact in inferior vena cava(ivc) slightly tilted to the left side. There were two struts perforated the vena cava and heading to the left just underneath the aorta. There was no adjacent hematoma or fluid collections. The filter was placed prophylactically for the patient abdominal operations.